Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no battery cap was returned. All testing was performed with a test battery cap. The test battery cap was able to fully tighten. The battery compartment was observed to be intact. The black box dates were from (B)(6) 2014. The pump information from the date of the complaint has been overwritten due to continued use. Product analysis was unable to confirm or duplicate the complaint during the investigation. The current draws were within specifications. The pump case was removed and no evidence of moisture or loose components were observed inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a power/battery life issue. There was no adverse event associated with this complaint. The reporter stated that the battery was not lasting. No further information was available. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.